Event description:
The device was used during a tah case and the seals were not holding when cut (bleeding observed). Surgeon over-sutured to effect a seal. No patient harm was reported.

Manufacturer narrative:
Awaiting return of device from facility.